Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 02-nov-2024, these pump error(s)/alarm(s) were noted: low battery alert was found on: 11/02/2024 11:20:00.000. Insert battery alarm was found on: 11/02/2024 11:20:50.000. 11/02/2024 11:21:22.000, 11/02/2024 11:21:50.000, 11/02/2024 11:22:10.000, 11/02/2024 11:32:00.000, 11/02/2024 11:37:16.000, 11/02/2024 11:47:00.000. Failed battery alert/battery failed alarm was found on: 11/02/2024 11:20:59.000, 11/02/2024 11:21:27.000, 11/02/2024 11:21:59.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected failed battery alert/battery failed alarm and low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.